Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The fiber is broken within the outer flow tubing 1cm from the control knob, between distal tip and control knob. The break location indicate signs of bending, crushed, and no melting. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, cap wear was observed. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode and this would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device identified fiber body break along the fiber length; between input connector and fiber control knob. There were no clinical consequences to the patient.